Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. The customer indicated that the sensor glucose was unknown and the blood glucose was 40 mg/dl. Troubleshooting advised customer to monitor the blood glucose and customer declined any troubleshooting. No further details given.